Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient revision was scheduled due to poly swap for unknown reasons. Intraoperative complications due to sale rep not providing the correct implants for surgery. Patient's poly was removed and operation site was closed to insert poly at a later date.

Event description:
Allegedly the patient revision was scheduled due to poly swap for unknown reasons. Intraoperative complications due to sale rep not providing the correct implants for surgery. Patient's poly was removed and operation site was closed to insert poly at a later date. See attachment for additional information.